Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 37 alarms noted during test. No damage noted to motor assembly during visual inspection. Motor was tested outside of the device and passed. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and faded end cap address label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had received an insulin pump error alarm. Customer was not able to clear the alarm. Customer reported pump error alarm occurred during rewind. Time clock did not advance on the insulin pump screen. No ham requiring medical intervention was reported. The insulin pump will be returned for analysis.